Manufacturer narrative:
(B)(4). Date sent: 5/9/2025. Additional information was requested, and the following was obtained: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? Egd ¿ 2 cm hiatal hernia, ph ¿ 58.0, manometry ¿ distal esophageal spasms. On what date did the implant take place? (B)(6) 2020. When using the linx sizing device what technique was used to determine the size? 2 pop rule. How severe was the dysphagia/odynophagia before intervention? Severe, had 2 dilations, was also having midepigastric pain. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes, hiatal hernia repair. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? Midepigastric pain. Besides the reported dysphagia, what was the reason for removal of the linx device? Midepigatric pain.

Event description:
It was reported that linx explanted on friday, (B)(6) 2025 due to persistent dysphagia. No allergies to metals. Patient is not currently taking currently taking steroids / immunosuppressive drugs. History of add, asthma, anemia. Hiatal hernia repair done at the same time as the implant. No mesh was used at the time of implant. Device was found in the correct position/geometry at the time of removal.

Manufacturer narrative:
(B)(4). Date sent 5/7/2025. B3: only event year known: 2025. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? On what date did the implant take place? When using the linx sizing device what technique was used to determine the size? How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? Besides the reported dysphagia, what was the reason for removal of the linx device? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent 5/20/2025 corrected data d4: UDI#. Investigation summary: a 14 beads linx device was returned in used condition. The device was returned in a locked position, in addition an attempt to unlocked was successfully made. Bent wires and tooling marks were noted in some beads. A separated washer was observed during the visual assessment. The washer was slightly bent outwards in the shape of a saddle with two welds tracks on the washer and also on the bead case where the washer was separated. This was likely due to forces applied during explant procedure. However, the separated washer didn¿t contribute to customer¿s experience. The visual analysis excepting the separated washer was consistent with an explanted device. Overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Images of the returned device, graphs from tensile testing, and an investigation template are attached. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number 26213, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 5/14/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.